Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix¿ biliary stent was implanted in a patient during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the gallbladder (exact implant date not reported). According to the complainant, on (B)(6) 2017, after a few days, the device ¿affected the contra - lateral lining of the duodenum, causing a perforation, therefore requiring a re-intervention in order to close the lining¿. No further patient complications were reported as a result of this event. Attempts to ascertain the patient¿s condition following the procedure have been unsuccessful. Should additional relevant details become available; a supplemental report will be submitted.